Manufacturer narrative:
A steris service technician arrived on site and confirmed the rack to have sharp edges. The technician filed down the edges, tested the function and operation of the rack, and returned it to service. A 3-year complaint review confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a cut on their arm while loading items onto their three level manifold rack. The employee did not seek medical treatment.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.